Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It reported that the device experienced loss of telemetry during defibrillation threshold testing. Telemetry was connected again and the device remains in use. No patient complications have been reported as a result of this event.